Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this event /procedure ? Note: events reported via mw # 2210968-2020-01629.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture and needle separated easily during the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 04/01/2020. Additional information was requested, and the following was obtained: 1. Lot #? Unknow lot. 2. Total qty actually involved with reported issue? 2ea.